Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe experienced leakage. The following information was provided by the initial reporter: the patient was admitted for treatment due to colon cancer. The responsible nurse gave infusion to the patient and used pre-flushing to connect the needle free joint. When pushing the pre-flushing tube, it was found that the joint was leaky. After confirming that the joint was not loose, the nurse flushed the pipe again and found that the fluid was still leaking. The nurse immediately replaced the new pre-flushed pipe and flushed it successfully.